Manufacturer narrative:
Please note, the 2 lots of 11g 5" match-ground four fact tip introduction needle (fx87) are being reported separately from the 1 lot of 11g 5" match-ground four fact tip introduction needle (frt3). The MFR report # will be specified with the supplemental report. Awaiting confirmation from the customer as to whether or not the device will be returned for evaluation.

Event description:
It was reported that during a percutaneous procedure, the tip of three 11 g 5'' match-ground four fact tip induction needles broke off. It was reported that the three metal fragments were unable to be extracted from the patient. The procedure was completed successfully with no delay and no medical intervention reported.

Manufacturer narrative:
Additional information: a service technician visually evaluated the device and found that the returned device has a fractured tip. The device was scrapped by the manufacturer. Based on review of the instructions for use, a possible cause could be contributed to user handling.

Event description:
It was reported that during a percutaneous procedure, the tip of three 11 g 5'' match-ground four fact tip induction needles broke off. It was reported that the three metal fragments were unable to be extracted from the patient. The procedure was completed successfully with no delay and no medical intervention reported.